Event description:
It has been reported to philips that the allura system c-arm can't rotate left and right. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred when the treatment was almost finished, and the treatment was completed using the same device. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm propeller movement was unavailable. Review of log file showed that the propeller potentiometer value is out of range. The fse calibrated the potentiometer, position and adjusted the current. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.